Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the leak controlled during this same procedure? Yes. If so, how was leak controlled? The leak was controlled by using a different endoclip. Was there any change to procedure or post-op patient care as result of leak? No.

Event description:
It was reported that during an unknown procedure, while applying clips to the cystic artery and cystic duct, the applied clips seemed to be crossed and there were fluids coming out of the gallbladder. It was seen that the bile duct was completely open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m92g5x. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 13 conforming clips as intended. No scissored clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.